Event description:
The lead was capped and replaced due to loss of sensing and the pacemaker was explanted due to reaching eri. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.